Event description:
Information received indicates the scale is not responding.

Manufacturer narrative:
The technician replaced the scale housing assembly to repair the stretcher. Analysis of the part found signs of fluid ingress on the scale pod overlay and ribbon cable.